Manufacturer narrative:
Correction: upon review, the implantable monitor should not have been submitted as a medical device report (MDR) as the event involved a device determined to be predistributed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two implantable cardiac monitors were interrogated prior to implant. The devices displayed an error message. The devices were not used, and no there were no adverse consequences to the patient reported.